Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in (B)(6) of 2016 due to low blood glucose of 24 mg/dl. The caller stated that the incident occurred because the customer lost his memory and forgot how to use the insulin pump; he forgot a lot of things. The caller stated that since this incident the customer stopped using the; since then the customer's spouse has been administering manual injections. The caller stated that the customer was in hospice care since (B)(6) 2016 and stopped using the insulin pump. The caller stated that the customer passed away on (B)(6) 2016, at home. The cause of death was heart failure. The customer had heart and kidney disease. The caller did not know the customer's blood glucose at the time of death; it had been disconnected two months prior to death. The caller declined returning the insulin pump for analysis.